Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a minicap connection issue which caused the patient to develop peritonitis. On an unreported date, the patient found that the minicap ¿was not closed¿. The patient stated they forgot to close. The patient experienced peritonitis and was hospitalized on the same day. It was stated that the ¿minicap remained removed from the catheter inside the abdominal bandage¿ (no further detail). On an unreported date, the patient received unspecified antibiotics as treatment (dose, frequencies, and routes were not reported). At the time of this report, the antibiotic treatment was completed and the patient was recovering. Extraneal/physioneal therapies were ongoing. No additional information is available.